Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete. Device code 1670 - incorrect use of device - against the IFU. The prostar xl instructions for use state under, "technique for needle back-down, #9. Do not attempt to re-deploy the prostar xl device after the needles have been "backed down." Replace the prostar xl device with another prostar xl device, an introducer sheath, or utilize conventional compression therapy." "Precautions, #12. Do not attempt to redeploy prostar xl needles after the needles have been "backed-down" into the sheath (refer to the technique for needle back-down section)."

Event description:
Device malfunction: failure to deploy-needle. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the left femoral artery using the pre-close method after an interventional procedure. Reportedly, during deployment, only three of the four needles "pulled through the vessel wall." The needles were backed down and a second attempt was made to deploy the needles, but once again only three of the four needles pulled through the vessel wall. The needles were backed down and the device was successfully removed from the pt anatomy. Using the pre-close method, a second prostar xl device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.